Event description:
Onux staple system used in laparoscopic ventral hernia 12 months ago. On 2/23 physician discovered by x-ray a staple "staightened" and migrated to bladder causing a stone. X-ray also showed another staple had straightened and could penetrate abdominal wall and needs to be removed.